Event description:
Customer reported to beckman coulter, inc. (Bec) that they performed shutdown and startup on the coulter hmx analyzer with autoloader and observed diluent leaking between the blood sampling valve (bsv) pads near the bottom. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the bsv after observing diluent leak through bsv pads and resolved the issue.

Manufacturer narrative:
(B)(4).